Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the bipolar sensing threshold had decreased to 1.5mv/2.0mv. The unipolar threshold was 7.0mv. The ventricular channel was programmed to unipolar tip sensing and the patient will resume normal follow-ups.